Event description:
It was reported that the right ventricular lead was explanted due to the patient's severe tricuspid regurgitation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.